Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited elevated and high pacing threshold and rising/high impedance. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead became breached due to a rupture while in vivo. There was blood on the distal conductor of the lead and it was obstructed. The outer insulation was ruptured. The overlay tubing of the lead developed a breach due to being ruptured while in vivo. The analyst noted that visual inspection found the overlay tubing was ruptured, and a large volume of blood visible inside the multi- lumen, and on all conductors. Destructive analysis was performed, and confirmed that the insulation was breached through from the overlay tubing into the inner insulation at the same location where the anchoring was tied down. No conductor fracture was observed. If information is provided in the future, a supplemental report will be issued.